Manufacturer narrative:
Corrected data through follow up, it was learned that there was no patient contact with the lens. Therefore, no further information will be submitted under medwatch# 2648035-2021-07667 as the reported event no longer meets the reportability criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model za9003 intraocular lens (iol) had a missing haptic after passing through delivery system. There was patient contact. No adverse effect, injury or surgical intervention required. No other information provided.